Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective glass forming with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective glass forming was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® citrate blood collection tubes are defective. This was discovered before use. The following information was provided by the initial reporter: the gate of the tube came off. Short description is changed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® citrate blood collection tubes are defective. This was discovered before use. The following information was provided by the initial reporter: the gate of the tube came off. Short description is changed.